Manufacturer narrative:
There is no indication of any system or component failure. While migration is a known risk of implantable neuromodulation systems, this event appears to be directly related to the patient fall.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. Initial activation of the system provided good pain relief. In (B)(6) 2025 the patient sustained a severe fall and reported loss of therapy after that event. Imaging confirmed the implanted leads had migrated, causing the loss of therapy. Reprogramming was done several times to try to improve therapy but was not successful. On (B)(6) 2025 a surgical revision was performed to replace the migrated leads. The implantable pulse generator (ipg) was also replaced during the procedure out of caution due to the potential for handling damage during the procedure.